Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found with a loose speaker on the rear case with low audio. The cause was identified to be the rear case screw holes had indents. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found with a loose speaker that had low audio. No additional information is available.